Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while tightening the screw, it became stuck in the bone and the tips of both screwdrivers broke off. The screw had to be removed with a barrel tong. No pedicle screw could be placed with the appropriate screwdriver. There was no report of a surgical delay. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Reportability determination updated based on new information regarding additional time added to surgical procedure if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Addition information was reported on may 22, 2014 regarding the previously reported event. It was further reported the problem encountered with removal of a screw during an unknown procedure resulted in a 1.5 hours of prolonged surgery. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The tip of the screwdriver is broken off. Synthes (B)(4) manufactured part number 03.607.001 lot no 3129591. No non-conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The dimension of the tip cannot be measured because it is broken off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.